Manufacturer narrative:
The actual device was returned to the MFR to be evaluated. One catheter was returned. The balloon exhibited a circumferential rupture approx 35mm from the balloon tip. No specific conclusions can be drawn. It should be noted, the instructions for use supplied with this catheter state the following. "Warnings. Do not exceed the rbp. An inflation device with pressure gauge is recommended to monitor pressure. Pressure is excess of the rbp can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath, or complications requiring surgical correction." These balloon catheters are manufactured and purchased from MFR. The sample and all available info has been forwarded to numed for eval. If numed's eval reveals any add'l info, a follow-up report will be filed.